Manufacturer narrative:
Elecsys hcg+b elecsys: the reagent lot number is 82412801, with an expiration date of 30-apr-2026. Elecsys probnp ii: the reagent lot number is 83462701, with an expiration date of 31-mar-2026. Elecsys troponin t gen 5: the reagent lot number is 82723901, with an expiration date of 30-apr-2026. The field service engineer (fse) inspected the analyzer and determined that the customer had placed the cleancell system reagent bottle in the procell system reagent bottle position. He replaced the system reagents and performed multiple primes. He verified the analyzer's performance with multiple precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+b, elecsys probnp ii, and elecsys troponin t gen 5other assay results from three patient samples tested on the cobas e 801 analytical unit. Patient sample 1 hcg+b the initial result from the analyzer had no numerical value and was only a data flag. The repeat result from another e 801 analyzer was 3170 miu/ml. Patient sample 2 probnp ii the initial result from the analyzer had no numerical value and was only a data flag. The repeat result from another e 801 analyzer was 1160 pg/ml. Patient sample 3 troponin t the initial result from the analyzer had no numerical value and was only a data flag. The repeat result from another e 801 analyzer was 58.9 pg/ml. The analyzer also gave abnormally low signal alarms. The doctor questioned the initial results, prompting the rerun. The repeat results were deemed correct.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results are within the specified ranges. The preanalytical data indicate that the centrifugation time of the patient sample tube is lower than recommended. The alarm trace has a sample short alarm on the date of the event. The customer had placed a cleancell bottle in the preclean bottle position in error. The customer did not report any other issues after the service engineer placed the bottles in the correct positions. The investigation did not identify a product problem.